Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's recharger was not working. Patient said they could not get the green battery light to stop scrolling when they attempted to recharge. The patient stated that the recharger would charge to full on the dock, but then when they attempted to recharge their ins, the recharger would not start beeping to connect to the ins. The patient also mentioned that the recharger would not stop clicking. Patient confirmed that the dock was receiving power and that the prongs on the dock looked good. Patient mentioned that they had been charging their ins for two years and had not had any issues until recently. A replacement recharger was sent out.